Manufacturer narrative:
Cerner distributed a priority review flash notification on september 24, 2014 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring, and notification includes a description of the issue, an alternative to prevent the issue from occurring, and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. It also includes a method for clients to identify patient records that have multiple values for height, weight, or creatinine entered at the most recent recorded date and time. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The issue occurs when multiple height, weight, or creatinine values are recorded at the same time on the same date for a patient. The user may not be notified that duplicate values exist in pharm net inpatient solutions, pharm net retail solutions, and pharmacy mpages view in powerchart. When the client site utilizes dose range checking they may not be notified as expected that a proper weight, height, or creatinine value could not be determined. This issue could also lead to patients receiving inappropriate dosage regimen and incorrect patient care decisions being made if the clinician is unaware that duplicate values exist. Cerner received client confirmation that the solution may have contributed to a patient drug overdose requiring medical intervention.